Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2026, this patient underwent an endovascular repair for an infrarenal aortic aneurysm, with a modified gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg and using a gore® dryseal flex introducer sheath. It was reported that the physician modified the gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg prior to the procedure. While advancing the gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg through the gore® dryseal flex introducer sheath, the sheath valve punctured. There was minimal blood loss and no need for a blood transfusion. The sheath was removed and replaced with a new sheath; the procedure continued with no further issues. The patient tolerated the procedure. Reportedly, the cause of the sheath valve puncture is unknown, but could have been a bent anchor from when the physician modified the device. This could not be verified during the procedure.